Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient experienced a burning sensation. It was stated that the patient also experienced "excruciating pain at back and at stimulator". It was stated that this happened following a "position change". It was reported that the patient was leaning over to put a sheet on a "pack-n-play" when she felt a "sharp burning sensation and then could not stand up". It was noted that the patient "always has some burning sensation in her back, but nothing like this". It was reported that the patient was feeling pain in her buttock and thigh. It was noted that the patient moved and yelped in pain, again. It was reported that the patient felt as though "some one was trying to pull the out the stimulator". It was stated that the patient had "really bad stenosis of the spine". The area of the patient's symptoms were the stimulator site, the lead location, and the thigh and buttock area. Additional information has been requested, but was not available at the time of the report.